Event description:
Neonatal nurse practitioner had inserted PICC 26ga catheter in the right saphenous and it had advanced easily. Nnp secured it with steri-strips and tegaderm, and was waiting for xr tech. The rn repositioned the infant and saw the catheter was broke right below the hub of the catheter. The rest of the catheter was easily removed from the infant. The rn said there was no pulling on the catheter to cause it to break. Clinical nurse specialist says this break at the hub has occurred with this product in previous procedures.